Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacing lead impedance was high and out of range, the trend showing a steady increase. Provocative and isometric testing was recommended. The lead remains implanted and will be monitored.

Event description:
New information provided notes high capture threshold and decreased sensing were observed. Lead fracture suspected. Pacing and tachy therapies were turned off, as the patient is partially cognitively impaired.